Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [pre-existing condition-narrow anterior chamber angles (i.e. Grade ii or less), anterior endothelium chamber depth < 3.0mm (2.8mm)]. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+1.5/090 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged with a shorter lens due to excessive vault, suspected endophthalmitis, and pigment dispersion. The problem was resolved. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Previously stated that the lens was exchanged due to endophthalmitis, excessive vault, and pigment dispersion. Corrected-the lens was exchanged due to excessive vault and pigment dispersion only. (B)(4)

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).